Event description:
As reported, during use in patient, after connecting this disposable pressure transducer to the monitor, the values shown were higher than expected. No further information was available. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Patient demographics unable to be obtained. The product has been returned for analysis; however, it has not been evaluated yet. Upon the evaluation of the product is completed, a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of pressure issue was confirmed. Dpt zeroed but did not sense pressure accurately on pressure monitor. Electrical testing showed that input impedance met specification, but output impedance was out of specification. Continuity testing indicated that #2 solder joint was not making contact with outer pad. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The condition is likely associated to the manufacturing process; however, the exact root cause was unable to be identified. A notification related to this complaint was provided to the manufacturing personnel. It was verified that there are manufacturing controls to avoid potential causes related to the related malfunction.